Event description:
The affiliate stated the customer reported flowcell clog and low event rate system errors for the differential parameter, and incomplete differential and retic results on 6c controls, involving the unicel dxh 800 coulter cellular analysis system. The customer stated patient samples were not analyzed at the time of the event, and no patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed low events on the differential parameter and incomplete results for the differential and retic parameters. The fse observed loose tubing on the sample input to the flowcell and replaced the tubing to resolve the low event errors and incomplete differential results. The fse also flushed the flowcell with bleach as part of system diagnostics. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose tubing on the sample input to the flowcell. (B)(4).